Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A physician reported that a vitreous cutter did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
This file is not reportable with the new information received. There will be no further reports sent for this file. (B)(4).

Event description:
Corrected information received form the customer stating the surgeon felt that during the surgery, while using 27g cutter, he was not getting the proper cut at 7000 cut rate. The surgery was completed at cut rate less than 4000 cuts. There was no patient harm.